Event description:
It was reported via voluntary medwatch #: (B)(4) that the pt "experienced temps in excess of 105, heart rate above 180 and blood pressure in the high hundreds." After emergency admission to the hosp the neurosurgeon found that the pump was not functioning. The baclofen pump dosage had been increased over time; route reported as "intracervical." The pump was explanted on (B)(6) 2010. The final outcome was not reported. Add'l info has been requested; a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).